Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact; audible prompts would be available to the user.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.